Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed the device touchscreen remained operational. Based on the information provided, this complaint no longer meets reportability requirements. There was no indication that the event reported was a malfunction or is likely to cause or contribute to a death/permanent impairment/serious injury, therefore, this report will be redacted.

Event description:
Philips received a complaint from customer reporting the navigation ring on the v60 ventilator was not working. The device was not in clinical use. There was no report of harm. A philips field service engineer (fse) evaluated the device and reported the issue was identified during preventative maintenance (pm) servicing. There was no patient involvement. The fse confirmed the touchscreen remained operational, allowing the user to change, accept, and/or cancel settings. The device retained user settings as intended. The fse replaced the front bezel to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6).reporter phone number: (B)(6).